Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix did not extend after 15 rotations. The lead was taken out of the body to straighten and exercise the helix and was tried again however, the helix popped out after more rotations. Additional information indicated that this lead made 8 turns from the terminal pin. Physician elected to use a new lead. This ra lead will be returned. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix did not extend after 15 rotations. The lead was taken out of the body to straighten and exercise the helix and was tried again however, the helix popped out after more rotations. Additional information indicated that this lead made 8 turns from the terminal pin. Physician elected to use a new lead. This ra lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.